Manufacturer narrative:
Updated data: b5 corrected data: a2, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that prior to the valve-in-valve revision of the medtronic valve the baseline echocardiogr aphy identified severe total prosthetic regurgitation and severe prosthetic transvalvular regurgitation.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that immediately following the index procedure of the failed medtronic valve, mild paravalvular leak was reported.

Manufacturer narrative:
Updated data: a2, b1, b2, b3, b5, h1, h6 h1: new information confirms a report update from malfunction to serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 7 years 9 months following the implant of the transcatheter aortic valve the patient developed shortness of breath with exertion. As result, an echocardiogram identified severe central regurgitation. Approximately 3 months later the medtronic valve was revised valve-in-valve with a non-medtronic valve. The patient was discharge the day following the viv procedure.

Event description:
It was reported that approximately 8 years following the implant the of the transcatheter bioprosthetic aortic valve poor coaptation of the valve leaflets was identified. As reported, a structural valve dysfunction specific to an unspecified severity of a transvalvular leak without hemodynamic deterioration was also identified. No patient complications were reported as a result of this event. Treatment was not reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.